Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine generator replacement procedure, the hex wrench would not unscrew the set screw of the atrial lead. The physician attempted to remove sealing ring to manipulate the set screw but was unsuccessful. Physician then attempted to cut the header apart which ended up damaging the lead. The lead was capped. The device was explanted and replaced, and device was programmed vvir. The patient was stable after the procedure.

Manufacturer narrative:
The reported complaint of the a-setscrew could not be untightened was confirmed. The problem is related to the user¿s use of the wrench. Analysis was normal. No anomalies were found.